Event description:
A low reading issue was reported with the adc device. A caregiver reported that a ¿lo¿ (readings less than 40 mg/dl) error message was received on the sensor when compared to a competitor brand meter. Based on the sensor scan, the customer was provided glucose subsequently, the customer's blood glucose increased rapidly and a corrective treatment of insulin (type/dose unknown) was administered. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.